Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump settings had been erased. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: the pump was exercised for a 24 hour duration period with the user's advanced settings obtained from the pump history. After 24 hours the battery was removed to simulate a battery change. When the battery was reinserted into the pump all advanced settings remained programmed in the pump with no changes observed. The units remaining were correctly calculated in the pump history. The battery compartment was cracked below the bumper pad.